Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator did not cover all of the pain. The pt experienced breakthrough pain after driving for long periods of time for example. It was reported in (B)(6) 2010, that the pt experienced stimulation and cramping in the abdomen when the stimulation was turned on. This began following the implantation of the neurostimulator. Reprogramming did not resolve the issue. The device had been implanted in the same abdominal pocket of the previously implanted device. The pt had constant pain at the device pocket site and the device was protruding. After implantation, there was a pinhole-sized opening at the incision site that drained. It was suggested that the pocket was too large for the current device and the device had turned. It was later reported that the pt still had concerns regarding the device. The cause of the event was determined to be due to the placement of the lead wires at t11-t12, and the location of the neurostimulator. A surgical revision was performed on (B)(6), 2011. The neurostimulator was repositioned to a deeper pocket. There were no problems with wound healing. The previous breakdown of the neurostimulator wound, with yellow drainage, was treated with antibiotics. The skin appeared very thin over the device. The pt did not require hospitalization and the injury was noted as "non-serious."